Manufacturer narrative:
The visual findings revealed scratches on the exterior housing and the side switch cover has been torn off leaving the unit with exposed control buttons. The battery compartment has signs of previous battery corrosion. Evaluation of the returned unit confirmed the unit has power but does not sound when in use with the magnet feature or senor pad due to a faulty speaker. Based on the age of the device and the signs of usage, the likely cause is expected normal wear and tear. At this time there is no evidence that manufacturing nonconformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. The IFU states, if the alarm and/or sensor pad do not function properly, remove the alarm and sensor pad from service and replace them with a functioning alarm and or sensor pad. Do not use the alarm or magnet if alarm does not activate each time magnet is removed from face plate. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported the alarm has no sound. The date the issue was discovered is unknown and no patient incident or injury was reported.